Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the latex foley product ifus were found to be adequate based on past reviews.

Event description:
It was reported that the patient had issues with four separate bard foley catheters. Specifically, patient stated that the balloon on one catheter split. Balloon on another catheter would not inflate and the balloon on two catheters would not deflate.